Event description:
It was reported that an ilet pump repeatedly crashed during routine functions such as supply changes, went blank, restarted, and then froze on the restart screen despite a forced reset attempt from the app, consistent with an unexpected shutdown of the device¿s computer software. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the device¿s computer software that led to unexpected shutdowns. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.